Manufacturer narrative:
This report is submitted on july 03, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement, intermittencies and loss of connection to the internal device subsequent to migration of the electrode array. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct date of awareness is june 26, 2024, not june 05, 2024, as previous reported. Correction: per the clinic, there was no migration of the electrode array since the implant is in the correct place with no signs of migration of the device.